Manufacturer narrative:
Device received with cracked lcd display window corners and cracked reservoir tube noted. Device passed displacement test and a21 error test. No unexpected a21 alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump lost settings. Customer¿s blood glucose was unknown. Customer stated that insulin pump had small crack from the reservoir through medtronic name to and onto the display screen. Insulin pump will not be returned for analysis.